Event description:
It was reported that an asymptomatic patient was seen in clinic for routine follow-up. Upon interrogation, the atrial lead exhibited low impedance. The physician decided not to take any action and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.